Event description:
Medtronic received information that 2.5 years post-implant of this transcatheter pulmonary bioprosthetic valve (tpbv) an echocardiogram review during a routine follow-up examination revealed a stenotic conduit and mild central regurgitation. The valve was implanted in a right ventricular outflow tract (rvot) inside another manufacturer¿s stent. Dilation was attempted, however it was unsuccessful and increased the amount of pulmonary insufficiency and caused a fracture of the other manufacturer¿s stent (no fracture of this device was noted). The decision was made to perform an explant of all products as an infection could not be excluded. Extensive pannus ingrowth was detected at the valve inflow side reaching the base of the leaflets. One leaflet was found with a hole of 2x2 millimeters; however, there was no tear noted. There was no observed tissue ingrowth on the outflow aspect of the valve. The inflow aspect was compressed and narrowed; the outflow aspect was completely open and free from signs of compression. Parts of the other manufacturer¿s stent were found to be protruding into the massively dilated aorta; upon mobilization by the surgeon a fistula was created and closed. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Overall, a conclusive root cause to the reported stenosis and moderate pulmonary insufficiency of the system could not be determined. Based on the information available, procedure-related events occurred in an attempt to alleviate the reported stenosis and insufficiency. Pannus, which was noted on this device, is generally considered a patient-related condition and is a known failure mode for bioprosthetic heart valves. No conclusion can be made regarding the reported hole on one of the leaflets. A supplemental report will be filed if the device is returned or if additional information is received.

Manufacturer narrative:
The facility has declined a request to return the device for analysis. The device serial number, implant/explant dates, and patient information also has not been made available to date. Without the return of the product, no definitive conclusion can be made regarding the clinical observation, and without a serial number, a device history record review cannot be conducted. Additional information has been requested. Once the investigation is complete or if additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Additional information with corrections and additional details subsequently was provided by the patient¿s physician, including the device serial number, and implant and explant dates. The length of implant was 23 months, not 2.5 years as originally reported. Also, the level of central pulmonary regurgitation was moderate, not mild. The decision to explant the devices was due to permanent elevated right ventricular pressure, and partial disintegration of the struts of both the pre-stent and this valve (not the possibility of infection, as initially reported). Also, the mobilization of the other manufacturer¿s pre-stent resulted in a rupture that was closed (not a fistula, as initially reported). The following additional information was received: at the one-year follow-up examination no device anomalies had been noted, with minor elevated flow in the rvot. At the 22-month follow-up there were no patient complaints; however, an echocardiogram revealed a severely stenotic rvot and moderate pulmonary insufficiency. The unsuccessful dilation was with an 18mm balloon. No subsequent adverse patient effects were reported. A supplemental report will be filed when the investigation is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.